Event description:
The lay user/pt contacted lifescan in early 2009 and alleged that her one touch ultra meter was reverting to setup mode. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred the same day, at 11:45 am. As a result of the product issue, the pt did not take any actions. She also mentioned that after the reported issue began (time frame not provided), the pt experienced "low blood sugar" (specific low blood glucose symptoms not provided). At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The issue occurred immediately after removing/replacing the battery. The pt was walked through resolving the issue successfully. This complaint is being reported because the pt claimed to have experienced symptoms of low blood glucose afer the product issue began (specific symptoms were not provided). The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.